Event description:
Patient was revised to address pain. It was found during surgery that the incorrect head had been implanted.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A two-year finds no previous reports for product code (B)(4) being incorrectly implanted with a differing i.d. Liner and no others reporting that the label is difficult to read. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.